Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were repositioned and a clik anchor was added. The patient was doing well postoperatively. No further course of action.

Event description:
A report was received that the patient was experiencing pain around the ipg site and felt some tingling and burning sensation. It was also noted that the patient had no significant relief at the right side pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician confirmed that the symptoms were not device related.

Event description:
A report was received that the patient was experiencing pain around the ipg site and felt some tingling and burning sensation. It was also noted that the patient had no significant relief at the right side pain. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain around the ipg site and felt some tingling and burning sensation. It was also noted that the patient had no significant relief at the right side pain. The patient will undergo a revision procedure.